Event description:
It was reported that when the asymptomatic patient presented for follow-up, post-paced t-wave oversensing was observed on stored egm. Programming changes were made.

Manufacturer narrative:
(B)(4). Device not returned.